Manufacturer narrative:
Patient¿s height reported as 185 cm. Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a revision procedure on (B)(6) 2017, after the surgeon removed a reamer irrigator aspirator (ria) from the femoral canal, it was noted that the tip of the drive shaft was broken off where it connects to the reamer head. There was a one (1) minute surgical delay while the surgeon verified that no fragments had been left behind. The procedure was completed successfully and the patient was reported in stable condition. Concomitant devices reported: unknown ria reamer head (part #: unknown, lot #: unknown, qty. 1). This complaint will capture the intraoperative malfunction, (B)(4) will capture the revision surgery due to infection. This report is for one (1) drive shaft-minimum 520mm length-for use with ria. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device history records review was completed for part# 314.743, lot# 7004946. Supplier: (B)(4), release to warehouse date: mar 21, 2013. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Corrected data: date of event. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.